Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion was observed during device check. Review of session records could not determine the cause of longevity decrease. Device will be explanted at eri.